Event description:
Patient had successful l3-l5 lumbar fusion in (B)(6) 2021. Patient fell off chair at home in october of 2021 and reported back pain since that time. Multiple spine x-rays resulted no significant change in hardware/patient anatomy. After continued pain a bending lumbar spine x-ray ordered revealed hardware fracture at l5 and bilateral hardware loosening. On (B)(6) 2022 in operating room, the l5 bilateral screws were replaced and extension of fusion to s1 was preformed. Results- posterior rods, pedicle screws and laminectomies at l3-l5. As before, anterior plate and screws at l5-s1. There is evidence of a mildly displaced fracture near base of one of the l5 pedicle screws not clearly visualized on previous study although could have been obscured by overlapping hardware. Atec invictus. FDA safety report ID #:(B)(4).